Manufacturer narrative:
According to instruction for use citadel plus (IFU, 831.374-en rev. 13): operation of side rails should be checked daily by the caregiver. ¿warning: failure to carry out these checks or continuing to use the product if fault is found, may compromise the safety of both the patient and caregiver. Preventive maintenance can help to prevent accidents¿. The process of gathering and analysing data is ongoing to provide a root cause of the event.

Manufacturer narrative:
The damaged side rail was a hybrid side rail. It was reinforced by increasing the support surface at the points where the screws could be pulled out, through the addition of metal plates beneath the screws. An investigation at the manufacturer¿s site was conducted to determine whether the dislocation of the metal plate could affect patient safety. The analysis of the results is ongoing. According to the instructions for use for citadel plus bed (IFU 831.374 rev. 14), the operation of the sides rails should be checked daily. If the result is unsatisfactory, arjo or qualified service personnel should be contacted.

Manufacturer narrative:
The side rails have been damaged as a result of a collision with extension frame when the backrest section was raised and not all extension frames were expanded. The collision resulted from the bed operator¿s action, who observe the issue and reacted accordingly, service was requested. The product instruction for use for citadel plus (IFU 831.374-en rev.14) warns: "to prevent damage to the bed as well as an unsafe condition, make sure that all four width extensions on one side or all width extensions on both sides are in the same position". Additional tests performed at the manufacturer¿s site demonstrated that neither a collision between the side-rail panel and the width-extension frame nor forces of up to 1800 n applied caused any displacement of the threaded plate. In both scenarios, the side rail remained securely attached to the frame, with only minor component damage observed. These findings confirm the bed¿s durability and suggest that, in the reported complaint, the side rail was either exposed to significantly higher forces or subjected to repeated excessive loading that gradually weakened the component and ultimately led to its failure. Shifting of the threaded plate causes the safety side to become misaligned. Thus, the problem is noticeable by the operator. The IFU states that the safety sides shall be checked every day by a caregiver. If the malfunction is identified, arjo or qualified service personnel should be contacted. The review of the complaints showed that there is no possibility to move the threaded plate completely out of the side panel. Moreover, there are two threaded plates in the side rail. Even if one of them shifts, the second one states in place. Additionally, although the screw holes in the plastic moulding were enlarged due to the plate shifting together with the screws, the plate¿s surface area remains significantly larger than the holes. Thus, in the unlikely event that a patient leans on the damaged side rail, the side rail will not detach from the bed, as the threaded plate continues to prevent such a failure from occurring. To sum up, the investigated failure has never led to a patient fall, serious injury or death. Therefore it is considered not reportable in the future. The describe event or problem, and medical device problem code were corrected.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer has reported that the right-hand foot-end side rail is broken. The inspection conducted by the arjo service technician revealed that the plastic covers on both head-end and right-hand foot-end side rails were damaged, but no detachment occurred. The provided photographic evidence confirmed malfunctions. Additionally, left-hand foot-end side rail was damaged. One of the threaded plates reinforcing the side rail had shifted together with the screws securing the plastic molding. This visible symptom was the side rail that was misaligned. The bed was in use by a patient. No injury was reported.

Event description:
Arjo became aware of the citadel plus bed frame malfunction. The customer has reported that the fott-end right-hand side rail is broken. The metal plates used to hold the screws securing the plastic panels on both foot-end side rails were ripped off, causing partial detachment of the foot-end side rails. The plastic covers on both head-end side rails were damaged, but no detachment occurred. The provided photographic evidence confirmed malfunctions. The bed was in use by a patient. No injury was reported.

Manufacturer narrative:
The investigation is onoing. Results will be provided in the final report.